Manufacturer narrative:
H3. Destructive analysis identified the internal pump tube was deformed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal baclofen 1575 mcg/ml at 700 mcg/24hr and bupivacaine (unknown concentration and dose) via an implantable pump for unknown indications for use. It was reported that there was concern that the patient may have not been getting the prescribed daily dose. No environmental/external/patient factors were reported. Diagnostics/troubleshooting performed included measurement of the remaining drug at refill which was 8 ml when 3 ml was expected. A dye study was done successfully, so the pump was replaced. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked bu t would not be made available due to legal/confidential reasons.